Event description:
Pt status post plate and screw implantation on (B)(6) 2011 for open distal tibia fracture, c type. With approximately 2 cm of bone loss. It was discovered on an unknown date there was a non-union. Pt was returned to the operating room on (B)(6) 2012 and removed all hardware, revising pt to a spanning delta frame external fixator. This is 4 of 6 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.